Manufacturer narrative:
Additional information was received that after replacing the water tank and sealing the strips of the seven temperature and fluid meters, the water leakage situation did not reflected.

Event description:
It was reported that a smiths medical fluid warmer had a slight leakage in the water tank. The leak occured while initial disinfection. No patient involvement.